Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device was inserted into abdomen and jaw was closed on tissue using the closing handle. After pressing release button, the stapler fired staples but did not cut. Load not in the device but in the tray was closed but not fired initially. Surgeon removed that load because he wanted to select more tissue. It is unknown how the procedure was completed. There were no adverse consequences to the patient reported. The device was disposed of after the case.